Event description:
A 72 year old white female experiencing substernal chest pain with radiation to her upper extremities, transferred from outside institution, had a ptca to rca. Pt returned to cath lab for angioplasty and stent deployment. Post successful stenting, had a reflow problem. Iabp to be placed. Sheath in right groin needed to be changed to a larger size. In the exchanging of sheath in the right groin from a 6fr to 8fr, it was noted that iabp could not be advanced smoothly. Patient appeared to be suffering from dissection. Pt was taken to the operating room emergently and underwent a ligation of her right iliac and right common femoral with a right ileofemoral bypass using an 8mm dacron graft. She was transported to intensive care; she suffered a cardiac arrest and expired post the beginning of advanced cardiac life support code. Report forwarded to this office was misplaced by reporter. Reporter was unaware of the events post operating room until locating of information 8/27/99. Report still needed to be filed to meet the smda requirement.